Manufacturer narrative:
(B)(4). Date sent: 7/21/2023. D4: batch # unk. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during thoracoscopic pneumonectomy, it was found that all the staples had come off and the middle lobe bronchus was open. Although suture closure was performed with 3-0 prolene, it became necessary to extend the surgical wound. All remaining staples were removed from the opened bronchus, and the pericardial adipose tissue was patched after suture closure to confirm that there was no air leak, and the operation was completed. The staple seen in the video was not formed, and it was u-shaped and could be pulled out from the crown side with forceps. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4), date sent: 8/17/2023. Additional information was obtained: middle lobe bronchi was not that thick. There was no unusual feeling (e.g. Unusual sound) when firing. The patient is stable.